Event description:
It was reported during the patient's lv lead implant procedure, the physician observed effusion near the cs while injecting contrast. Subsequently, the physician abandoned the implantation of the lv lead and used a port plug instead. The patient's condition was reportedly good following the procedure.

Manufacturer narrative:
(B)(4).